Manufacturer narrative:
Corrections: d5. Oper of dev: e. Initial reporter g2. Report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comments that the mobile programmer application crashed and there was an issue changing the pacing interval was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dtpa2qq lot# serial# (B)(6) implanted: (B)(6)2024 explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the cardiac resynchronization therapy defibrillator (crt-d) connection with the mobile programmer application timed-out, necessitating reinterrogation of the crt-d. Upon reinterrogation, the pacing interval was unable to be changed. An external pulse generator (epg) was was used for the valvuloplasty. The session was ended and the crt-d was reinterrogated with the mobile programmer application and a white screen diagnostic message was displayed that indicated an error had occurred. The application was restarted however the issue recurred. Another mobile programmer application was used and the issue was resolved. No patient complications have been reported as a result of this event.